Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an inspection before use, an unspecified error occurred. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2020, omsc found that the probe was broken off. It was additionally reported that the probe was broken off during an inspection before use. This is the report regarding the breakage of the probe.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a scratch and fracture at 16 mm from the distal end of the probe, but it was not broken off. The manufacturing record was reviewed and found no irregularities. As a result of evaluation, omsc concluded that the reported event was not reportable event.